Manufacturer narrative:
(B)(4). Product evaluation: the results of this investigation are inconclusive because the device was not returned for evaluation. A review of the device history record confirmed the device met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the angio-seal and the cause for the reported event remains unknown. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instructs the user that erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.

Event description:
A pre-deployment angiogram was performed. The patient had a right groin complication post catheterization and intervention. An ultrasound showed a 90% occlusion of the right femoral artery. It was reported that the collagen was in the vessel. The patient underwent surgery to remove the 6f angio-seal vip device and had a right femoral endarterectomy. The patient was stable.